Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to keypad connector on lcd board being unlocked. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the buttons on the insulin pump had intermittent responds. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. It occurs during normal use. Customer's blood glucose was not provided. No further information reported.